Event description:
A surgeon reported a patient experienced a corneal burn during cataract surgery. Three sutures were required to close wound. The burn caused sloughing of the epithelium of a 3 clock hour area. The phaco handpiece and system was exchanged to complete the case. Additional information has been requested, but none has been received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).